Event description:
It was reported that in 2010, the patient began experiencing pain in her neck and shoulder. In (B)(6) 2011, the patient was recommended to undergo a cervical fusion surgery. The patient underwent cervical fusion surgery. The patient was implanted with rhbmp-2/acs. No conservative treatment options were tried, discussed with, and/or recommended to the patient prior to surgery. Immediately following the surgery, the patient began experiencing immense new and different pain in her neck and back, which had not been as intense prior to the surgery. The patient is now permanently harmed, immobile, and in constant pain. She must use prescription pain medications. Her condition is embarrassing and emotionally draining, and constantly painful. The patient has been unable to live her life as she had prior to her surgery and continues to experience back pain that never occurred prior to her surgery.

Manufacturer narrative:
(B)(6). (B)(4). : neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.